Event description:
It was reported that bd plastipak¿ syringe leaked past the stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: neither sample nor picture have been received for investigation. Ten retained samples of 20ll lot 1805264 and 10 retained samples of 20ll lot 1809255 are evaluated. Upon visual inspection of these 20 retained samples, no damage can be observed in them that could cause leakage and the stopper is correctly assembled to the plunger in all of them. DHR of lot 1805264 and 1809255 has been reviewed not finding any annotation or deviation regarding the alleged defect. Lubricant is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1 (max.value 0.25mg/cm2). Silicone content test is controlled in every lot during manufacturing process. On checking silicone content results performed during manufacturing process in lots 1805264 and 1809255 according to pc-017 procedure, they are within specification limits procedure (jg-500 value limits for 20ml syringes reference value: max: 7mg). Break out and sustaining force tests are done also to every lot during manufacturing process. Maximum limit for break out and sustaining force test are 7,5 lb and 2,5 lb respectively according to procedure jg-500. Results for these tests during manufacturing process of lots 1805264 and 1809255 are checked finding them within the procedure limits previously mentioned. Leak test is carried out with these 20 retained samples (10 of lot 1805264 and 10 from lot 1809255) according to procedure pc-039 and iso 7886-1 annex d. All of them meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. (See attached pictures). Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift. -printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet 2.functional inspection -printing: once in pallet#1, once in pallet#11 and once in pallet#22. -assembly: once in pallet#1, once in pallet#11 and once in pallet#22. -primary packaging: once in pallet#1, once in pallet#11 and once in pallet#22. This issue is not related to a manufacturing defect. Since no incidence has been found in DHR reviews, and retained samples evaluated meet iso7886 annex d, a definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805264; medical device expiration date: 2023-04-30; device manufacture date: 2018-05-21; medical device lot #: 1809255; medical device expiration date: 2023-08-31; device manufacture date: 2018-10-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe leaked past the stopper. No serious injury or medical intervention was reported.